Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and anxiety-product/procedure.

Event description:
Patient reported "I heard that natrelle had a recall, and I just wanted to double check." And "my right implant ruptured last night". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and opening. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening sharp in the plug strap disk shell. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on plug strap disk shell assessed as an unidentified (tear) opening.

Event description:
Physician confirmed right side "deflation". The device has been replaced.